Manufacturer narrative:
A medtronic representative visited the site and evaluated the system. There was an open wire between one of the connectors and the chargers and generators, and a wire had been shorted to chassis. The suspect charger cable was returned for medtronic's evaluation. Evaluation found the cable harness had damage and cuts. The main fuse was replaced, and the charger portion of the j7 cable bundle was replaced to repair the shorted wire. A system checkout was completed, with all checks passing. The system is fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that upon conclusion of a spinal fusion case, as the surgeon was attempting to confirm the hardware placement, the 2d images were grayed out and anatomy was not visible on the imaging system. Despite several reboots, the x-ray generator was unresponsive. After a 10 minute delay, the site discontinued use of the imaging system. There was no adverse effect on patient outcome.